Event description:
It was reported that the patient developed endocarditis. A very large vegetation on the rv lead and also on the tricuspid valve were noted. Severe valve regurgitation was observed via ultrasound. An open heart surgery to remove the lead, excise the vegetation and repair the valve were done. A perforation of the rv wall during the procedure was noted and was easily repaired. The patient was transferred to the ICU in guarded condition after surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.